Event description:
The lens was found to be damaged after the lens was implanted in the eye. The doctor enlarged the incision to remove and replace the lens.

Manufacturer narrative:
See MDR 1920644-208-01248 for the delivery device used with this intraocular lens.